Event description:
It has been reported to philips that the stand movement for the allura device was partly available. System was in use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the device onsite and identified an issue with the c-arm monitor. Part was replaced and system was returned to good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was changed to machine for treatment, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that stand movement was partly available. Review of system log files showed prop movement position error. Fse found there was a problem with the potentiometer. Fse replaced the potentiometer. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.